Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies and continued to use the current pump to address the issue. There was no adverse impact to customer¿s blood glucose level.